Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. There was no reported adverse impact to the customer. The customer declined assistance from tandem customer technical support (cts) regarding the issue and indicated that cts would be contacted if the issue persisted. The customer did not contact cts.